Event description:
It was reported that the 6800 system locked up during a case. Also, the left monitor went blank. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow-up report will be filed when additional details become available.